Event description:
Additional information was received on (B)(6) 2011 when it was discovered that the lead impedance after surgery was within normal limits. Product analysis of the explanted generator was completed on (B)(6) 2011. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received on (B)(6) 2011 when it was discovered that the vns patient had their generator replaced that day due to pain in the chest. The explanted generator was returned for product analysis on (B)(6) 2011 that has not yet been completed. When additional information is received, it will be reported.

Event description:
On (B)(6) 2011, additional information was received when the surgeon reported that the patient had a surgery consultation on (B)(6) 2011 and he wants to replace the generator to one that is a smaller size but the patient wants the whole vns system removed. The patient's physician is going to talk with the patient. Surgery is likely but has not yet occurred. When additional information is received, it will be reported.

Event description:
On (B)(6) 2011, a vns treating physician reported that the vns patient is experiencing pain at her generator pocket that occurs whenever she picks her child up. The pain is not occurring with stimulation. The patient wants the device explanted but the neurologist does not think that it would be good to remove the device since the patient's seizures are under control with vns. The possibility that the patient could have the device re-positioned or replaced with a smaller generator was also discussed as an option. The patient has been referred for x-rays but they have not been taken yet. When they are taken, the manufacturer will request a copy for review. The physician thinks that the patient's pain may be based on the location of the generator; that it might be putting pressure on muscle or tissue and causing discomfort. The consultant said that the patient's last diagnostics showed normal results; specific details were not provided. No surgery consult date has been scheduled yet. Additional information has been requested from the physician; however, no further information has been received to date. When additional information is received, it will be reported.